Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was tested on an in-house system showing 7 lives remaining. The instrument passed the energy delivery, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. There was no physical damage. There was no problem detected.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the force bipolar instrument did not open. The release kit did not open. The procedure was completing as planned with no reported injury.